Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The pump was being used as a "demo" pump; there was no impact to customer's blood glucose level. Pump was replaced.